Manufacturer narrative:
The baxter technician found the CPR handle screws needed to be tightened. Per the hillrom service manual, it is necessary for the envella® air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for bed articulation, scale, bed exit, surface functions, CPR, pendant controls, foot control, etc. Repair or replace the part as applicable. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician tightened the CPR handle screws to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the CPR was inoperable. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).